Manufacturer narrative:
The device was received for evaluation. During functional testing, an constant downstream occlusion was not reproduced. Evaluation sent the device for downstream occlusion testing and resulted with acceptable occlusion times at specific pressure ranges. A review of the event history log revealed multiple downstream occlusion alarm. However true and false alarms cannot be distinguished through the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be an within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.